Event description:
Since 1 yr after my ventral hernia was repaired with the bard composix e/x mesh, I have been in & out of the hospital. I have been treated for bowel blockages on numerous occasions, 1 bowel obstruction - surgery 2006- , a hemangioma - 4.72 cm - on my liver that I have a CT scan done every 6 mos, as it appeared at that size within 3 mos, a hysterectomy due to hemorrhaging, consistent abdominal pain, high liver enzyme levels for over a year now that there is no apparent cause, in 2007, I was admitted thru the emergency room for rectal bleeding, I still have blood in my stool . I have had no previous history of any of the medical issues.